Event description:
It was reported the physician had difficulty placing this model implantable pacing lead due to product design features. It was also reported the lead subsequently dislodged and had to be repositioned. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).